Event description:
It was reported the physician was attempting to place the catheter into the patient's neck. The needle was inserted and he attempted to aspirate blood but only got air in return. Upon examination, the physician noticed there was a crack in the needle hub. As a result, another kit was opened and used successfully for the catheter placement. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).